Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent graft was occluded at the aortic bifurcation seven days after the stent graft was implanted. It was reported that the stent graft had kinked in-vivo resulting in the vessel becoming occluded. The physician elected to balloon the artery. No add'l clinical sequelae were reported and the pt is fine.